Event description:
It was reported to the biomedical engineer that the epg (external pulse generator) had a self-test error. No patient involvement or complications were reported as a result of this event. The biomedical engineer tested the epg but was initially unable to reproduce the error. He was later able reproduce it, after explanation of the error and how it occurs was provided by medtronic technical services. The biomedical engineer indicated he would continue testing the device and return for service if necessary.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.